Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device did not function, the moving parts did not move smoothly, and had component damage. It was further observed that the device was frozen/would not move. It was further determined that the device failed pretest for check the oscillation frequency with frequency meter, check general function in running mode, check of mechanical free movement and general condition. It was noted in the service order that there was a gradual deterioration of a metal (such as corrosion, rusting, and pitting) on the internal components of the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).